Event description:
It was reported that the patient presented to clinic for follow up. Device interrogation revealed noise resulting in inappropriate automatic mode switch on the atrial lead. The physician elected to explant the entire system due to an unrelated infection. The patient condition was stable.